Event description:
It was reported that the during the explanation of the nail, it was found to be fractured. Surgery time was extended by approx one hour attempting to remove the device.

Manufacturer narrative:
Na